Event description:
It was reported that the atrial lead dislodged several years ago and was non-functional. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7278 implantable cardioverter defibrillator, (B)(6) 2007; 6949 implantable tachy lead, (B)(6) 2007. (B)(4).